Event description:
During the surgical repair of a scaphoid radial head fracture, the 2 piece kompressor device did not fit together properly and the surgeon had to improvise using surgical adhesive to complete the case. A spare device was available which also did not fit together properly. Surgery was delayed by 20-25 minutes. There was no injury to the pt reported.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.